Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The review found that the software of the navigation system functioned as designed. The networking checkpoint was returned to the manufacturer for analysis. The checkpoint was found to be fully functional and the reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Age or date of birth: patient age not available from the site. Sex: patient sex not available from the site. Manufacture date: a medtronic representative went to the site to test the equipment. Testing revealed that the camera interconnect cable and the network checkpoint for the navigation system were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the camera of the navigation system cycled and the system displayed the localizer was disconnected. When alternating between software tasks, the camera cart of the system lagged behind the main cart by about 10 seconds. Additionally, the system displayed a low performance error message and the camera cart was unresponsive to prompts from the user. The system was rebooted without resolution, the interconnection cable of the navigation system was noted to not be damaged and the camera cables were verified without resolution. Initially, the navigation system could not recognize an imaging system on a second image acquisition when the reported issue was observed. The camera audibly beepedwhen booting up and would then cycle power. The site opted to discontinue with the procedure due to the reported issue. There was no reported delay to the procedure due to this issue. It was later reported that the application software of the navigation system was uninstalled and re-installed which appeared to restore functionality. When troubleshooting, it was reported that the camera cart would not connect with the main cart. After a 10-15 minute wait, connection was established. Additionally, the camera would then cycle power when attempting to establish a connection, the localizer displayed as disconnected. Additionally, while troubleshooting, the ndi logs did not display any faults, the self test showed no indications of a failure. When powering down the navigation system through the software, then prompting a power down with the power buttons on the carts, the reported issue could not be replicated following the troubleshooting. At a later date, the representative reported that the navigation system functioned as designed and the issue could not be replicated.

Manufacturer narrative:
The camera cart to main cart communication cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.